Event description:
It was reported that the right ventricular lead impedance had been slowly dropping over the course of about two and a half years. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : (B)(4) implantable pulse generator (ipg) (B)(6) 2004.